Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt), (B)(6) 2016 at 02:15:00.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of rrt, (B)(6) 2016.

Event description:
It was reported that the device experienced a sudden battery depletion over the course of two weeks, triggering elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.